Manufacturer narrative:
The actual device in the reported incident was returned to the MFR to be evaluated. The returned catheter length measured approx 1000mm. The catheter tip had been fractured and was not returned. The fracture area was angular in appearance. This type of cut is consistent with the potential damage noted when the catheter is withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of the possible danger of shearing". The sample and all available info has been forwarded to the MFR for further evaluation.

Event description:
As reported by the sales rep per the user facility: reports tip of catheter broke off and is retained in pt. Occurred during a difficult thoracic epidural. Customer expects tip to remain in pt. Add'l info provided by the facility indicated. He reported he had difficulty inserting the catheter and when removing the catheter, due to the difficulty he was encountering, the very tip of the catheter remained in the pt. He did not feel it was the fault of the catheter and that the tip may have been caught on the needle. The pt suffered no adverse sequela associated with the incident and the fragmented tip remains in the pt.